Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 2102) was confirmed from the device data download indicating the device's potential inability to perform its essential function. The reported problem could not be duplicated during incoming functional testing. There was no adverse event that occurred related to this issue. The root cause for the service code 2102 could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 2102.

Manufacturer narrative:
Device evaluation of belt sn (B)(6) has been completed. The reported problem (service code 2102) was confirmed. Upon investigation, the right ECG string was defective. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing a service code 2102.